Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump kept alarming "no delivery" each time customer's mother changed the entire set. Customer's mother changed the entire set three times and each time it alarmed. Customer's blood glucose was 216 mg/dl. Troubleshooting was not done since customer's mother had all ready done a complete set change. No further information reported.